Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) level of 32-33 mg/dl. Low bg cause was not known. Additionally, it was reported that the customer delivered too much insulin via a bolus due to miscalculating the amount of carbohydrates consumed. Customer received assistance and was provided with juice and carbohydrates to address low bg.